Manufacturer narrative:
The customer-reported issue of the compressor cycling on and off while connected to wall air was confirmed via review of the driver alarm history. The root cause of the compressor cycling was a malfunction of the manual pressure regulator, which was unable to maintain the required pressure set point value, as confirmed via testing. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5233 follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited compressor cycling while supporting a patient. There was no reported adverse patient impact.